Event description:
Customer reported that the tip of the catheter came off in the pt's ureter. Acucise incision was performed with no incident and minimal extravasation. When the catheter was removed, it was noticed that the wire was loose. Under visualization in the proximal ureter, an "object" was seen in the image. It was determined to be the tip when he looked at the catheter. He placed a glidewire and placed the stent around the object. A 22f cystoscope was used. The dr has decided to wait through the stented period to see if the tip flushes out to the bladder. If it does not flush, a second procedure will be required to move the tip.